Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.

Event description:
During an ischaemic ventricular tachycardia ablation (vt storm) procedure, arrhythmia occurred and the patient deceased. A high density isochronal late activation mapping (ilam) and substrate map of the left ventricle (lv) had been obtained to identify several target areas for ablation. The patient had dense scar for most of the lv anterior wall which is also aneurysmal. During the second application of rf (40w long duration) on the anterior wall the pacing lead on the ICD didn¿t capture the ventricle and this led to irritability which caused the patient to have a vt episode. After a successful cardioversion, ablation was resumed when a few minutes later the anaesthetist noticed a drop in the patient's invasive blood pressure to around 75/40 and possible presentation of acute pulmonary oedema (apo) as blood was seen coming from the patient's airway. The case was immediately stopped and a met call was done prompting a placement of a balloon pump, however the patient kept going in and out of vt which was cardioverted, but the mechanical function of the heart was deteriorating quickly and resuscitation efforts were ceased as the patient had a ¿not for resus¿ order in place. There was no particular point in the procedure that was identified as an event that caused the adverse event. The patient was very sick and didn¿t survive the procedure as a result of quickly degenerating vitals due to his underlying poor heart condition. There were no reported device malfunctions with the catheter.